Event description:
It was reported the patient experienced periodic loss of stimulation due to ipg depletion. Reportedly, the ipg failed to provide stimulation till the patient hit the plus button. As a result, the ipg would begin to thump periodically. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was restored post operatively.